Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
The previously reported conclusion code was changed; conclusion code no longer applies.

Event description:
On (B)(6) 2015 information received from a consumer reported that, as of an unspecified date in 2013 (ever since the patient's legs went stiff)., the pump was not working for the patient anymore. On an unspecified date in 2013, the healthcare provider (hcp) increased the "it ug's" on the pump and the patient's legs suddenly went completely straight with extreme pain; the patient stated that they lost a lot of mobility because of it. The patient inquired with their hcp and was told their legs would go droopy, not stiff, if the intrathecal baclofen (itb) dose was too high. Subsequently, the dose was slowly decreased to "500 something." On an unspecified date in 2014, and noted as gradual onset, the spasms in the patient's left leg were worse than before the patient had the pump; the patient thought their itb therapy was "almost 1000 ug/day" at that point. It was recommended that the patient follow up with their hcp. Additional information was previously requested, but was not available.

Event description:
It was reported that the patient was in the hospital for 9 months for infection name clostridium difficile (¿c-diff¿) and ¿other incidents¿. Per the patient, a week after the pump was implanted it was discover that the patient had c-diff, wide spread bug and went to the hospital by ambulance, subsequently being in for 9 months for lots of incidents. The patient reported that while in rehab / trial all went fine even with infection, and the biggest incident was after pump was implanted for 5 months. The patient indicated they did a ¿for pump line¿ under fluoroscopy and x-ray, because was still getting spasms. The patient¿s baclofen was at almost 1000 microgram. The patient indicated that one night when going to the bathroom, the patient¿s legs went completely straight out, and quit working two where the patient could not move even a ¿tenth of an inch". The patient prior to that incident had never had a spasm to that degree in her life. The patient was questioning why her legs went completely stiff. The patient had been in long term rehab, but ran out of insurance, thus was now at her mom's to recover. The patient reported getting better, that the pump device therapy was great and what it can do was great as she was not having spasms, but was not walking and having pain because of waiting too long to walk. The pump device was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report. It was later reported that also since pump implant, the patient¿s bladder did not work and the patient had to wear diapers. The patient had not followed up with the health care provider (hcp) regarding the symptom yet.

Manufacturer narrative:
Device code (B)(4) no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the pump malfunctioned and her legs went completely straight and as of (B)(6) 2019, she used a walker. There were no further complications reported at this time.